Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds and loss of capture shortly after implant. The issue was suspected to be the result of dislodgement due to a lack of slack left in the lead. The patient reported feeling dizzy and lightheaded with a heart rate in the 30's. A revision procedure was performed in which the lead was explanted and replaced. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Electrical testing was also performed, and again, no anomalies were noted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.